Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps (fbf) cable ruptured. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the site and obtained the following additional information: the surgeon noticed functional issues with the instrument, following the break in the cable, there was a gradual loss of power. The customer clarified there was a progressive loss of movement. The damaged cable was silver. There were no signs of thermal damage and no arcing.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.